Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sales rep indicated that the patient is doing fine. [Surgeon] could not decipher where the leak was coming from...[surgeon] does not have a site of where the leak was coming from. The surgeon indicated that the only thing that has changed in his colectomy cases is the use of the ntlc.

Event description:
It was reported that during a right colectomy procedure, the device fired fine with the blue height selection and the case was completed with no patient consequence. Sometime after the procedure, it is unknown when, but the patient was taken back into the or with a leak in the staple line. The leak was fixed but it is unknown how the leak was fixed. The patient is fine. The device was discarded. Additional information has been requested.

Event description:
After multiple attempts to obtain additional information, no further information was provided.